Manufacturer narrative:
The reported event of solex 7 catheter (lot no 78787) was confirmed. A pinhole leak was observed at the 1st loop from the tip of serpentine balloon during functional leak test. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the 1st loop from the tip of serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot no 78787.

Event description:
As reported, during patient use, the user observed leak from the solex 7 catheter (lot no 78787) and noticed blood in the suk circulation. The thermogard xp ivtm system generated air trap alarm. Solex 7 catheter was placed in the female patient's (weighed (B)(6)) right subclavian vein. The catheter insertion was smooth and the procedure was performed in single attempt. The patient's primary cause for hospitalization was hypothermia after cardiac arrest. The dwell time of the catheter was 1.5 hours. No other temperature management procedure was performed. The patient temperature at the start of ivtm therapy was 36.5°c, the target temperature was 34°c on max rate and the reported issue was noticed at 34.5°c. The user replaced the catheter and suk to continue the treatment. The current condition of the patient is stable. No patient consequences.